Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was leaked past second o ring. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open or used reservoir. Performed pre-fill reservoir test per dop114-811 and es9041. Found no leakage anomaly during filling.